Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The alarm occurred before connecting. The home patient (hp) indicated that they had primed early and accidentally pressed go to start initial drain. The hp stated the hc kept alarming prior to connecting and she had to keep pushing stop. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in september 2013. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.